Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 29apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The flow sensor assembly was replaced in order to address the reported issue. After this repair, the device passed full performance verification testing. The defective gas delivery system (gds) was received for evaluation. Visual inspection revealed no abnormalities. Further investigation determined that the airflow sensor drift caused the unit to pass out of the specified range. Replacement of u1/u2 combination of the airflow sensor subsystem resulted in the unit passing all testing. The root cause failure was determined to be a fault in u1 of the airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the flow sensor is giving a high reading. There was no patient connected to the device at the time of the event. The event date was not specified; estimate used.